Manufacturer narrative:
Results: the 3maxc was stretched from approximately 142.0 ¿ 145.0 cm from the hub. The device was ovalized from approximately 148.0 ¿ 161.5 cm from the hub. The total length of the device was approximately 169.5 cm. A damaged portion of the catheter was observed with clotted blood. The 3max was unable to be flushed due to the catheter shaft being flattened distally. Pressure was applied while flushing, but no bubble was formed. Conclusions: evaluation of the returned 3maxc revealed its distal length was flattened and stretched. If the 3maxc is forcefully gripped during removal from the packaging hoop, damage such as this may occur. The flattening of the 3maxc likely contributed to the reported inability to flush the device during preparation. Further evaluation revealed the catheter was stretched. The root cause of this additional damage could not be determined. There was a section of clotted blood observed within the catheter also. This may have been what was reported as a bubble. This was likely a result of attempts to flush a damaged and ovalized region of the catheter. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure using a penumbra system 3max reperfusion catheter (3maxc), the hospital was unable to flush saline through the 3maxc and noticed a bubble was created approximately halfway to the distal end of the 3maxc. This occurred prior to use in the patient, and therefore, the 3maxc was not used in the procedure. The procedure was completed using a new 3maxc.